Manufacturer narrative:
Additional information added to b5. Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. In addition, this device experienced premature battery depletion. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.

Event description:
It was reported this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion error message. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. There was also a patient data (pd) error due to a benign memory error. A device replacement interval was provided. Currently, the s-ICD remains in service. No adverse patient effects were reported. Additional information was received. The s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion error message. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A device replacement interval was provided. Currently, the s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. In addition, this device experienced premature battery depletion. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.

Event description:
It was reported this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion error message. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. There was also a patient data (pd) error due to a benign memory error. A device replacement interval was provided. Currently, the s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. In addition, this device experienced premature battery depletion. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion error message. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. There was also a patient data (pd) error due to a benign memory error. A device replacement interval was provided. Currently, the s-ICD remains in service. No adverse patient effects were reported. Additional information was received. The s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion error message. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. There was also a patient data (pd) error due to a benign memory error. A device replacement interval was provided. Currently, the s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Device dode 1166: data issue added and updated complaint summary to add sentence: there was also a patient data (pd) error due to a benign memory error.